Event description:
It was reported that the patient underwent a pocket revision procedure as their medtronic spinal cord stimulation (scs) implantable pulse generator (ipg) was causing increasing pain due to recent weight loss. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).